Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 clip dropped from the jaw (did not fall in pt). Another instrument was used to complete the case. There was no consequence to the pt.